Manufacturer narrative:
Although this prod is not sold in the us, this event is being reported under regulation 21cfr part 803 as it involves a similar device to PMA approved device sold in the us under # p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the vascular stent (150 mm length) foreshortened to 50 mm during deployment in the sfa. An add'l stent was used to cover the lesion completely. No pt injury was reported.